Manufacturer narrative:
Hologic reviewed available logs for both initial test worklist (B)(4) and retest worklist (B)(4) and found no hardware or reagent preparation issues. The initial positive result exhibited an expected amplification curve shape, indicating successful amplification of the target. Log review could not exclude the possibility of sample mishandling/contamination.

Event description:
On (B)(6) 2025, customer reported to hologic that they were questioning a positive result using the aptima hiv-1 quant dx assay (ml 895102), on panther instrument serial number (B)(6). The patient, a pregnant woman, sample ID: (B)(6), was tested at delivery and produced an hiv-1 ¿detected¿ result in worklist (B)(4). The clinician noted that the sample was retested as they routinely request retesting for such cases which produced an hiv-1 ¿not detected¿ result. On (B)(6) 2025, the customer reported to hologic that, as it concerned a pregnant woman and the positive result would have potentially altered the treatment of the mother and delivery. On june 12, 2025, hologic became aware that the patient results had been reported out. On (B)(6) 2025, it was confirmed that the results could potentially impact the post-exposure prophylaxis (pep) management of a neonate. On (B)(6) 2025, the clinician noted that the baby was due to receive pep as the mother was known to be hiv positive, and a detectable viral load at birth impacts duration and type of pep. The clinician was not aware whether the neonate experienced any adverse side effects from the pep administration.